Manufacturer narrative:
Iris field service engineer was sent to the customer location. The fse found the syringe thumb screw was loose. The fse tightened the thumbscrew to resolve the customer issue. The fse reran controls and the controls passed. (B)(4).

Event description:
The customer reported multiple analytes failing false negative for ca and cb quality controls. There were no erroneous results generated or reported out of the lab.